Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer called concerned with test results from results obtained of 201, 128, 294, 112 and 106 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated that she went to the ER on (B)(6) 2026 due to the meter giving her erratic results. Customer was not having any diabetic symptoms when she went to the hospital. Customer advised that when she got to the hospital, they took her blood glucose, and it was 96 mg/dl fasting. Customer advised that the elapsed time from when she was taking her blood glucose on the true metrix to the time that she went to the ER was about 40 minutes. Per the customer, no diagnosis was given. The customer stated she had been advised to follow-up with her ob/gyn or pcp. During the call, a back-to-back blood test was performed by the customer am fasting and produced test results of 92 mg/dl and 93 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/14/2027 and per the customer the open vial date is 12/24/2025. The meter memory was reviewed for previous test result history: result 1: 201 mg/dl date: (B)(6) 2026 time: am fasting , result 2: 128 mg/dl date: (B)(6) 2026 time: am fasting , result 3: 294 mg/dl date: (B)(6) 2026 time: am fasting, result 4: 112 mg/dl date: (B)(6) 2026 time: am fasting , result 5: 106 mg/dl date: (B)(6) 2026 time: am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 20-jan-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who declined to perform a blood test with the replacement products and stated she would perform a test later. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.